Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, it was noted that 37.9 of the 100ml programmed infusion was remaining. No patient consequences were reported. No adverse effects were reported.